Event description:
Info received indicates the brake pedal will engage but the casters will not hold.

Manufacturer narrative:
The technician replaced the broken brake mechanism and the worn casters to repair the bed.